Event description:
Information received a smiths medical ventilators/pneupac ventilators babypac would not cycle. No patient adverse event reported as ventilator was not on patient. Last service date was (B)(6) 2019.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. The reported issue could not be confirmed.